Event description:
Discrepant advia 1800 glucose results were obtained. The results were reported to the physician(s). The initial advia 1800 results were questioned when glucose monitors in the emergency room did not match the reported results. Qc on the advia 1800 was then rerun and failed. The samples were rerun on another instrument and 36 corrected reports were issued. There are no reports of pt intervention or adverse health consequences due to the discrepant glucose results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse replaced the r1 probe arm, aligned the height of the r1 probe, swapped reagent pump assemblies and replaced the lamp. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.